Event description:
Reporter alleged test strip vial states a usable expiration date, however the MFR's inventory system indicates the product is expired. Reporter stated feeling the device readings have been accurate except for a result of 14 mg/dl recently obtained. Reporter stated no controls were used. A request was made for the return of the suspect product and replacement product was sent.